Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have contamination in the battery contact area. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.